Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 121 mg/dl. Customer stated that they cannot clear the alarm. Customer also reported that he wore the pump in his shirt and was unsure if there was moisture exposure. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.